Event description:
Health care professional reports a fiber leak noted by blood in the dialysate compartment near the end of the pt treatment. The dialyzer was discarded. Blood and dialysate cultures were drawn at the time of the incident which revealed no growth. The dialyzer was reused 3 times. The health care professional reports no pt injury or need for medical intervention.